Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial/lot#: (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to an infection at the lead and ipg sites. The patient was experiencing symptoms of redness and swelling. The patient was treated with antibiotics. The infection was not device or procedure related. The patient is reportedly doing well following the procedure.